Manufacturer narrative:
Additional information was received that the initial valve had stenosed. It is unknown whether thie stenosis was due to pannus or thickening of the valve. Based on the description of the aortic root, it was reported the valve may have been compressed by the aortic adhesions. The operation was performed due to aortic insufficiency with fused aortic valve leaflets. A new 22mm transcatheter bioprosthetic valve was implanted as the new right ventricle and pulmonary artery conduit and a pulmonary homograft was used as the neoaortic root. The bioprosthetic valve had stenosed, not the patient, but the appropriate device code was not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and two months following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted for an unknown reason and a transcatheter bioprosthetic valve was implanted in the pulmonary position. No additional adverse patient effects were reported.